Event description:
It was reported that during a laparoscopic proctectomy procedure, prior to use on the pt, the jaw part of the device (4cm pin) was separated from the shaft. The doctor felt some resistance during applying the clip to the vessel next to the iliac artery. He tried to fire the ligamax clip into the air and the jaw part was suddenly separated toward the table drape like a gun shot. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.